Manufacturer narrative:
Completion of the device history record review has not been achieved because, the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.

Event description:
It was reported that a trained physician achieved arteriotomy closure of the right femoral artery using a starclose vascular closure system after an interventional procedure. The pt reportedly experienced pain post procedure. An ultrasound was performed and it was found that the clip had restricted blood flow. The following day, the pt was taken to surgery and the clip was removed. No add'l info available.